Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures and stated that the repair is pending. The contact person named in the ufr could not provide further information. Hence, it is only possible to make a general assessment and no case-specific evaluation. A reboot is the specified device behavior to overcome an interrupt in the processing of sw routines. To set all processes back to a controlled state, the device briefly powers off and back on, the breathing system will be opened to ambient to allow spontaneous breathing. The user is alerted by means of a corresponding alarm. Under consideration that the reboot can remedy the error condition, the device will resume ventilation with previous settings after approx. 12 seconds. The triggering condition for the particular event cannot be determined due to lack of information. An indication may be another complaint filed by the hospital in parallel - a shut-down of another device of identical type was observed during pre-use check and traced back to a completely worn internal battery. It cannot be excluded that lack of preventive maintenance was also the contributing factor to this actual complaint due to the following: the device performs a battery test in the background in regular intervals; this test may fail with a worn battery ending up in a reboot. Other explanations may apply as well; a differentiation would only be possible after examination of the device respectively a log file analysis. It is recommended to the hospital to have the device checked by trained service personnel.

Event description:
Dräger received a user facility report in which it was stated that the device suddenly performed a reboot after approx. 1 hour of use. The users have reportedly replaced the device in a controlled maneuver in abundance of caution; no patient consequences were resulting from the event.

Manufacturer narrative:
Dräger evaluated a log file that was downloaded a few days prior to the reported event. Although it doesn't cover the time of event itself, the entries for the period before give a strong indication what the most likely triggering condition for the observed reboot was: during the previous months, the device has repeatedly aborted the battery test procedure. This battery test procedure is part of the self-diagnosis done during pre-use check, root cause for the abortion of the test always was a too low battery voltage. The consequence is that the device posts a high-priority alarm of type "internal battery failure !!!". The alarm has to be acknowledged by the user to continue device operation. A reboot is the specified device behavior to overcome an interrupt in the processing of sw routines. To set all processes back to a controlled state, the device briefly powers off and back on, the breathing system will be opened to ambient to allow spontaneous breathing. The user is alerted by means of a corresponding alarm. Under consideration that the reboot can remedy the error condition, the device will resume ventilation with previous settings after approx. 12 seconds. The triggering condition for the particular event cannot be determined due to lack of information. An indication may be another complaint filed by the hospital in parallel - a shut-down of another device of identical type was observed during pre-use check and traced back to a completely worn internal battery. It cannot be excluded that lack of preventive maintenance was also the contributing factor to this actual complaint due to the following: the device performs a battery test in the background in regular intervals; this test may fail with a worn battery ending up in a reboot. Other explanations may apply as well; a differentiation would only be possible after examination of the device respectively a log file analysis. It is recommended to the hospital to have the device checked by trained service personnel.

Event description:
Dräger received a user facility report in which it was stated that the device suddenly performed a reboot after approx. 1 hour of use. The users have reportedly replaced the device in a controlled maneuver in abundance of caution; no patient consequences were resulting from the event.